Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 427 mg/dl. Customer reported receiving a no delivery alarm prior to their high blood glucose. It was found the customer's blood glucose had elevated to 427 mg/dl although they had changed out their infusion set. Customer had treated their blood glucose with a manual bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit during a manual prime. Troubleshooting was not completed as the customer declined to perform a high pressure test and changing out their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.